Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The broach is loose when fastened to broach handle.

Manufacturer narrative:
A functional check with a mating broach confirmed the complaint; the broach was slightly loose when attached to the handle. The root cause is attributed to misuse and wear; damage to the cam component. It is important to ensure that the alignment features on both the handle and broach are mated correctly, as proper locking will extend the life of all broach handles. If these orientation features are not aligned properly, the cam will lock incorrectly onto the broach. After this type of deformation occurs, the handle will no longer lock as tightly onto the broach as when first distributed. The date code indicates the instrument was manufactured in september of 2006 and is over 10 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.